Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-03133, 03134. The pt reported experiencing a burning sensation at her scs ipg and scs lead pocket sites. The burning sensation worsens during charging. The pt states her scs ipg gets "very hot" and afterwards, she experiences bloating. The pt has lost 15 pounds around the scs ipg pocket site. Follow-up is pending. On (B)(6) 2012, st jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.